Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that their remote communicator displayed a red call doctor icon as well as experiencing issues regarding data transmission. Troubleshooting was performed, and the communicator was power cycled but the issue was not resolved. The patient was referred to contact their clinic. Upon consulting the latest data, it was noted that this non boston scientific right ventricular (rv) lead exhibited high out of range shock impedance measurements. No adverse patient effects were reported. At this time, these products remain in service.